Manufacturer narrative:
On 24-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the vizigo sheath had some sort of white material by the entrance port. They stated that it may have been part of the valve that became dislodged. They attempted to use the vizigo sheath but there was some leaking at the hemostatic valve. When the sheath was replaced, the issue resolved. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. Additionally, the physical device was returned for analysis. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest excessive force or manipulation was applied due to an extreme off-axis insertion angle. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record evaluation was performed for the finished device 00002178 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the bwi product analysis lab also received a photograph of the complaint device, which will also be evaluated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the vizigo sheath had some sort of white material by the entrance port. They stated that it may have been part of the valve that became dislodged. They attempted to use the vizigo sheath but there was some leaking at the hemostatic valve. When the sheath was replaced, the issue resolved. Specific details: the hemostatic valve broke, it dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. There was a minimal amount of blood loss. Dr had to hold finger to prevent bleed back while a new vizigo was obtained. No treatment required. Approximate volume of blood that was lost was unknown, no intervention required to treat blood lost. No patient consequences were reported. Hemostatic valve leak is MDR-reportable.